Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 alarms, determined to be caused by severed motor mount screws. The failed motor assembly and motor mount screws were replaced.